Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient has an scs system for off-label use. It was reported (B)(6) the patient had several falls and her scs system stopped working. An impedance check revealed high impedances. X-rays may be undertaken. As a result, the patient will undergo surgical intervention.